Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline button/release latch not releasing from its depressed state and damage to the power cables was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis. A review of the downloaded log file (98141014) spanned approximately 8 days (20jul2020 ¿ 27jul2020, 01jan2001 per timestamp). The log file did not record any notable alarms related to the reported event. The pump maintained a speed above the lsl without issue. The driveline was disconnected on 27jul2020 at 15:16:38 for a system controller exchange. Pump operation was not affected. There were no other notable alarms active in the log file. The controller underwent preliminary and functional testing and passed without issue. The controller was disassembled to investigate the cause of the driveline button not releasing. The driveline button/release latch was found to be coated in excessive fluid ingress. The buildup of fluid ingress caused the button to be difficult to depress then it remained in a depressed state. Additional information stated that there was no alarm associated with the reported event. No alarms were reported with this complaint. The root cause of this complaint was found to be excessive fluid ingress buildup and damage via user error to the outer sheaths of the power cable. A root cause for the fluid ingress was not conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial# (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii patient handbook (rev. B) section 1 ¿introduction¿ states that the ¿heartmate iii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate 3 shower bag must be used while showering to keep the system controller and batteries dry.¿ heartmate iii instructions for use (rev. A) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. B) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
Related manufacturer report number: 2916596-2020-04161. It was reported that the patient presented with slits in outer sheaths of bother power cables coming from system controller. Controller was exchanged. However, when the ventricular assist device coordinator attempted to disengage the driveline from the controller. The red button to release driveline was not able to be depressed. Ventricular assist device coordinator issued new modular cable and driveline.